Event description:
Nurse entered room and noticed chemo was starting to drip from white port, under where secondary line attaches. Daunorubicin was infusing, only approx 1ml or less had leaked. Chux was immediately placed under area, red fluid observed onto chux. Chemo completed, tubing removed from room per protocol and bagged for review. This was not an equashield leak: was leaking from bbraun tubing. All connections were tight. Pt completed scheduled dose approx 1 ml or less leak. Tubing defect.